Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported is confirmed through evaluation of pictures and medical records. Visual examination of the provided photos identified the explanted devices. However, as the products were not returned, further analysis could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the glenosphere has disassociated from the baseplate and migrated anteriorly. The glenosphere appears to articulate with the humeral tray. The baseplate does not appear flush with glenoid. It was noted through the xray review that and the baseplate does not appear flush with the glenoid. Per the surgical technique: "the back of the augmented baseplate should be fully seated on the face of the glenoid surface ". However, it cannot be determined if this seating issue caused the reported disassociation. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported the patient underwent a revision procedure approximately 1 year and 3 months post implantation due to disassociation. The patient was experiencing pain prior to the revision. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D1: full brand name - comprehensive reverse shoulder small uncemented augmented baseplate with mini taper adapter. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.